Event description:
Per the clinic, the patient experienced skin overgrowth and infection around the abutment site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The patient underwent an abutment removal procedure on (B)(6) 2023. Additional information has been requested but it has not been made available as of the date of this report.